Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number gd893891 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The cause of peritonitis was unknown. The patient treatment was not reported. The patient was hospitalized for eleven days before being discharged. The patient outcome was not reported. No additional information is available.